Event description:
The customer reported that their device would fail to charge defibrillation energy past 170 joules. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer sent the device to a third party biomed for repair. The biomed advised that the cause of the reported failure was due to a disconnected cable assembly from the system pcb assembly. It is unknown which cable was not connected to the system pcb assembly and the cause for this disconnected cable is also unknown. After re-connection of the cable, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device will not be returned to physio-control for evaluation.